Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc (isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the findings did not replicate nor confirm the customer reported complaint. When placed on the in house system, the display showed no remaining lives. Instrument is expired. With no lives available, the instrument becomes inoperable in the filed likely causing the issue reported by the customer. The review of the instrument logs confirmed that the instrument had no life left. The life indicator had rotated to red as expected. The instrument was fully functional. No product issue was identified, and the product is considered conforming in its current state. The instrument passed engagement and recognition test.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) would not move correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.